Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device stopped. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the date of this report and the date received by manufacturer was incorrectly documented as may 6, 2017. The date of this report and the date received by manufacturer was may 31, 2017. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.